Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure the lead got stuck in catheter and could not be advanced and placed in target vessel. The lead was removed and replaced. The patient was fine, but the procedure time was increased.